Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, when the balloon was inflated at 12 atmospheres, the wire broke in half inside the 8f non-boston scientific guide extension catheter. Both pieces were removed from the patient intact. No patient complications were reported.